Event description:
Elderly female admitted to burn unit for 23% total body surface area (tbsa) burn. Cortrak placed about three weeks later and removed about a month after insertion when it was noted that the patient had tube feeds coming out of her mouth when medications were administered through the adjacent ng tube. The cortrak broke off at the 20 cm mark. The existing tip of the tube appears to be ruptured. Approximately 20 cm of the end of the cortrak was retained in the stomach. It was successfully removed on the same day via bedside egd.